Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 06:44 am CT. The report number is being corrected from: 2134265-2018-64134 to: 2134265-2018-62696.

Event description:
It was reported that an isleeve introducer device split. During the transcatheter implant of an acurate aortic valve, a 14f isleeve split. The split was noticed upon introduction of the isleeve, as it was advanced into the vessel. The patients anatomy was moderately tortuous. The procedure, including post-dilation of the valve, was completed with the split isleeve, and no procedural problems or patient complications occurred. The implanted valve remains in service. Manufacturer device analysis: the returned product consisted of an isleeve sheath received with a dilator in the lumen. The sheath and tip were microscopically examined. There was expansion on 2 of the 3 seams as is expected with device usage. The sheath material was split/torn on the seam starting 13.3cm from the tip and extending to the tip. The edges of the split/tear were slightly jagged. There was tip damage.

Event description:
It was reported that an isleeve introducer device split. During the transcatheter implant of an accurate aortic valve, a 14f isleeve split. The split was noticed upon introduction of the isleeve, as it was advanced into the vessel. The patients anatomy was moderately tortuous. The procedure, including post-dilation of the valve, was completed with the split isleeve, and no procedural problems or patient complications occurred. The implanted valve remains in service.